Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Although the issue was not reproduced, since water invaded the scope connector, it is likely moisture adhered to circuit boards due to the water invasion, which led to short circuit. As a result, the event may have occurred temporarily. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had vertical lines on image during a diagnostic gastroscopy, which was completed using the same device. The lines subsided within 1-2 seconds. There were no reports of patient harm.